Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from the same lot number 0516d were returned for evaluation. Testing of the electrodes did not duplicate the report. No assembly or performance discrepancies were found that would contribute to the customer's report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient in ventricular fibrillation the electrodes were adhered to the patient and successfully delivered a shock. After a few rounds of CPR and three defibrillation shocks, after rosc was obtained, the associated defibrillator displayed a "poor pad contact" message with these electrode pads attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.